Manufacturer narrative:
Event and therapy dates are estimated . Explant date was unknown. Further information requested but not obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:1627487-2020-04192,1627487-2020-04194. It was reported patient was not having effective therapy after a year from implant , approximately in (B)(6) of 2014 . Patient was programmed once and still did not resolve the issue . As a result the scs system was explanted at unknown date. 1627487-2020-04192.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.